Event description:
It was reported that the atrial lead exhibited noise. Upon extraction, clavicular crush damage was noted.

Event description:
It was reported that lia (lead integrity alert) triggered due to oversensing. T-wave oversensing reported and r-wave sensing of 3.4 mv. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Final analysis found that the proximal coil was fractured at 27.5 to 27.8 cm from the connector pin due to clavicular crush, which caused the reported noise. The distal insulation was crushed under the fractured coil exposing both coils.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.